Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The tubing was not securely attached to the reservoir. Customer tried a new infusion set and the connection was still not good. The tubing could be let off very easily. Customer stated that insulin could not be pushed through the tubing during manual prime. Customer mentioned that they use the same reservoir for several sets before it is changed. Customer was instructed to change the reservoir each time it is out of insulin. Customer was advised to revert to a back-up plan. The reservoir and infusion set will be replaced.